Manufacturer narrative:
No consequences or impact to the patient according to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
Note: this MFR report pertains to the first of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2008-3724, and #3005099803-2008-3726 for a description of the other devices. It was reported to boston scientific corporation in 2007 that a resolution clip device] was used during a colonoscopy procedure performed the same day (female patient; age and weight are unknown). The first three clips were misdeployed and remain inside the patient; the clips were not attached to the mucosa. Another nurse who is more familiar with the device came into the procedure and deployed the fourth clip successfully. The first three clips are expected to pass through the patient's body naturally. No patient complications were reported as a result of this event.